Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed. (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for atrial pace lead impedance >3000 ohms on (B)(6) 2011 03:00:03. Weekly pace measurement log data shows an abrupt increase for max a.pace= 512 to 16382 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician had concerns about the lead's high and varying impedances. The lead will be investigated further during patient's generator change out. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the clinician had concerns about the lead's high and varying impedances. The lead will be investigated further during patient's generator change out. It was additionally reported that the right atrial lead fractured. It was further reported that the lead showed noise on the electrogram. The atrial lead was capped and replaced. However, during the replacement procedure the new lead was unable to pass through due to the patient's anatomy and was not implanted. Another lead was implanted instead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the clinician had concerns about the lead's high and varying impedances. The lead will be investigated further during patient's generator change out. It was additionally reported that the right atrial lead fractured. The atrial lead was capped and replaced. However, during the replacement procedure the new lead was unable to pass through due to the patient's anatomy and was not implanted. Another lead was implanted instead. No patient complications have been reported as a result of this event.